Event description:
Customer reported that when trying to inflate to the white rotating arm in the middle, it got detached from the transparent body. No patient harm.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when new information becomes available.